Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted to confirm customer's concern. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies and found moisture damage on pcba1, force sensor, and vibrator harness board. Isolate to electronic stack. P-cap locked in place properly during testing. The following cosmetic damages were noted: broken battery tube threads, pillowing keypad overlay, cracked case (battery tube), cracked case, missing display window/cover, and scratched case. In summary, customer concern for no delivery/occlusion alarm is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing or history review. Customer concern for cosmetic damage on pump case confirmed per visual inspection. In addition, moisture damage noted on electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), and the customer reported an insulin flow blocked alarm. The customer reported no adverse events. The event involved product(s) mmt-1884 and mmt-397a. The troubleshooting was performed and the customer reported physical damage (a crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer responded that the device would be returned. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.